Event description:
The pump was returned for a damaged keypad. Evaluation found no damage to the keypad but found contamination under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. All of the keypad buttons were found to be responding properly to button presses. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the issue, the display screen was found to be faded. Also unrelated, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. (B)(6).